Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised it might be occurred due to the ccd unit failure or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and found that the image of the subject device was disappeared when the subject device was angulated. There was no patient injury associated with this report.